Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the device exhibited a no cassette was attached properly alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 07-apr-2022 for corroded parts. These repairs would not have impacted the dso sensor function. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a peeling downstream sensor seal. Functional testing found the reported problem was duplicated. Using our in house psi pressure test station, the device immediately alarms 'cassette not attached properly'. Investigating further, found the downstream sensor to be stuck at 2500mv causing the device to fail the calibration test that was performed. Recommend replacing inoperable down stream occlusion (dso) sensor. The root cause of the issue could not be determined. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).